Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, three case screws were missing, one side bail was missing, the ring was bent, the battery drawer was broken and contaminated, the encoder flex was damaged with a crimped flex and the heart lead flex was contaminated. (B)(4).

Event description:
It was reported that the atrial channel connector on the epg (external pulse generator) was broken when the epg was dropped before starting to use it for a case. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.